Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The (B)(4) distributor on (B)(6) 2018 notified rayner that on opening the blister tray the raysert plus injector was found to be broken. An image provided by the distributor shows that the moveable flap has detached from the injection system. The distributor reports that the healthcare facility after observing flap detachment on opening the pack proceeded to use the injector to implant a lens. The lens is said to have become stuck in the injector. Our review of production records for the raysert plus batch t0809 showed that all manufacturing and quality checks were conducted with successful results. Our records show that all injectors released for distribution from this batch were without fault. A review of existing vigilance data from the month of manufacture of the raysert plus injector (august 2016) was carried out to determine if any trends existed, this review concluded that no other incidents, of any type, have been received against the raysert plus injector batch t0809.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its (B)(4) distributor that a raysert plus injector was found to be broken on opening the blister tray.